Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the facility for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue detected on the jaws. The shaft tip was observed to be slightly bent or bowed at the center. Further analysis showed that the silicone around the cold jaw was observed to be peeled, revealing the metal foundation. The heater wire was also observed to be flexed at the center, yet attached at the base and tip. Based on the returned condition of the device, the reported failure "peeled jaw" and the analyzed failures "material twisted/bent; wire" and "material twisted/bent; shaft" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro white tip was missing from cutting head. Device was removed and little piece in patient was removed with a new hemopro. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro white tip was missing from cutting head. Device was removed and little piece in patient was removed with a new hemopro. The hospital did not report any patient effects.